Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing a vibratory alert. Upon interrogation, the device was found in backup vvi mode. The device was successfully restored. The patient was in stable condition.